Event description:
Boston scientific rec'd info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) sys developed an infected pocket with abscess. The physician flushed the pocket, but this did not clear the infection. The physician believes by the way the wound and pocket looked, that this was less of an infection and more of a reaction of the pt's lupus to the device/sys. The sys was explanted and the necrotic tissue was removed and intravenous antibiotics were administered. No add'l adverse pt effects were reported.

Manufacturer narrative:
As not further info concerning this report is expected, out investigation is complete. This investigation will be updated should further info be provided.